Event description:
A 72 y.o. Female underwent with history of profound iron deficiency anemia underwent elective laparoscopic right colectomy for malignant tumor of the cecum. Significant adhesions were noted. In the pacu (post anesthesia care unit), the patient became hypotensive and unresponsive and was immediately returned to the or (operating room) for control of post op hemorrhage. Although not stated in the provider's noted, the surgeon stated during the second surgery that the harmonic scalpel "did not seal" during the initial surgery. The console was re-set. (B)(6). Catalog number: "w701 7 w22197-1228.